Event description:
The issue did not occur while in use with a patient.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this confirmed excess noise. The issue was determined caused by the pump component. Additional information- no patient involved. Event date added.

Event description:
It was reported the device emitted loud noises. No adverse effects reported.